Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump had power issues, and the batteries were sometimes lasting for not more than a day. Customer stated he did not receive a low battery alert prior to the off no power alert. The customer's blood glucose was 93 mg/dl. The customer stated the battery was not previously used, and the battery cap was not loose, cracked, or damaged. It was advised the customer would be sent a new battery cap to change the battery, monitor the issue, and call back if battery did not last seven days. The insulin pump will not be returning for analysis at this time.